Event description:
It was reported that during a lap chole procedure, the device is giving an instrument error code and they thought it was the silver hand piece. They switched handpieces, tried again, was still giving instrument error. Tried another shear, went through the same process, still giving errors. On the 4th one, they just used the foot pedal and it worked; completing the case. Rep went in and tested all the handpieces and they checked out fine. No patient consequence.

Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.